Event description:
A falsely depressed calcium (ca) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument. The repeat result recovered higher than the initial result. The repeat result was considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ca result.

Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) to report that a falsely depressed calcium (ca) result was obtained on a patient sample on a dimension vista 500 instrument. Quality controls (qc) and calibration were valid at the time of testing. The customer service representative remotely dialed into the customer's instrument using siemens remote service (srs) and determined there were abnormal assay flags and kinetic check deviations, indicating that there were sample mixing issues. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the sample 1 (s1) mixer and the reagent 2 (r2) horizontal belt. Auto alignments and a quick check were performed, which recovered acceptably. A precision study was run 20 times with pooled serum samples. All results were within acceptable ranges. The customer indicated that daily qc was run. The cause of the discordant ca result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2022-00222 on 17-aug-2022. Additional information (18-aug-2022): siemens further investigated the issue and determined that there was no issue related to the calcium (ca) calibration. Multiple other ca patient samples were run using the same flexes and well maps with no recovery issues, indicating the issue is not related to a reagent nonconformance. The potential cause of the depressed calcium (ca) result is instrument related issues due to a sample mixer failure. The actions taken by the customer service engineer (cse) resolved the issue. The investigation conclusion code in section h6 was updated based on the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.